Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the moderately calcified tibial artery. The command guide wire was inside of an armada percutaneous transluminal angioplasty (pta) catheter and tip of the guide wire broke off in the distal tibial vessel. The tip was retrieved via snare. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and dimensional inspections were performed on the returned guide wire, and the reported separation was confirmed. The reported difficulty to remove from a balloon catheter was unable to be confirmed due to the separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaint reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported separation, and difficulty to remove appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement through the moderately calcified anatomy, the 014 ht command guide wire became kinked. Manipulation and/or inadvertent mishandling of the guide wire during the procedure, likely resulted in the core and polymer separation and the noted kinks on the core. The difficulty to remove was likely caused by the kinked core. The noted teflon coating damage likely occurred during retraction through the torque device and/or other accessory devices used in the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information received 12/08/2019 indicates that the command guide wire was advanced without resistance. There was difficulty during withdrawal of the armada balloon and the guide wire. Some force was required and both the guide wire and the armada balloon were removed together. No additional information was provided.